Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated that the she got a skin irritation on the lower back from lt-4500 electrodes. The irritation started in january. The skin is hot, bumpy red, itchy, blisters and oozy. The patient stated that it looks like a burn. The irritation was strictly under the electrodes. The electrodes were changed every other day. The patient stated that her doctor told her to change the position to across from each other. The area was cleaned with soap and water. No wipes. No new product. The patient called the doctor about the irritation. The doctor told the patient to contact the sales rep. No additional patient consequences have been reported. The lt-4500 electrodes were not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that the she got a skin irritation on the lower back from lt-4500 electrodes. The irritation started in (B)(6). The skin is hot, bumpy red, itchy, blisters and oozy. The patient stated that it looks like a burn. The irritation was strictly under the electrodes. The electrodes were changed every other day. The patient stated that her doctor told her to change the position to across from each other. The area was cleaned with soap and water. No wipes. No new product. The patient called the doctor about the irritation. The doctor told the patient to contact the sales rep. New lt-4500 electrodes, electrode cover patches, 20" lead wires and 72r soft-touch electrodes were shipped to the patient.